Event description:
The customer reported that the system will not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to reproduce the reported issue. The service representative reseated the connectors and printed circuit boards, adjusted the power supply, verified the voltage to the camera and verified the integrity or the video cables. The system was tested and found to be working as intended and put back in service.